Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer's son was lifting the scooter to put into the trunk of the care when the back handle broke cutting his finger.

Manufacturer narrative:
Three of four m4 bosses on the rear handle were broken off. There were no sharp edges on the handle. It is unknown why the bosses broke. The handle was consistent with the drawing dimensionally and in material composition.

Event description:
Alleges consumer's son was lifting the scooter to put into the trunk of the care when the back handle broke cutting his finger.